Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a temporal relationship exists between the fresenius hemodialysis machine and the reported adverse event of death. However, there is no documentation or evidence indicating a causal relationship between the fresenius hemodialysis machine and the adverse event(s), nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. Per the pdrn¿s statement on (B)(6) 2018 the expiration of this patient was an expected outcome, as the patient was transitioned to hospice care prior to discharge on (B)(6) 2017. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the patient expired. The patient was transitioned to hemodialysis (hd) and placed in hospice. The patient passed away on (B)(6) 2017. The patient has been on peritoneal dialysis since (B)(6) 2016.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient expired. The patient was transitioned to hemodialysis (hd) and placed in hospice. The patient passed away on (B)(6) 2017. The patient has been on peritoneal dialysis since (B)(6) 2016.